Manufacturer narrative:
G4: 05aug2020. B4: 05aug2020. A philips authorized service personnel was dispatched to the customer site to provide additional assistance. A good faith effort was made on 04-aug-2020 and it was determined that there was no issue with the device. A review of the service order found no parts were ordered and the event was updated to void/error and closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported that the device automatically enters standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.